Event description:
Meter was missing segments. The patient was unable to read results. Patient went to the hospital and tests were performed. Patient was "not feeling right" at the time of testing. The patient did not receive any treatment. Patient reported that no blood glucose tests were performed on any other meters. The issue with the meter was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.